Manufacturer narrative:
Concomitant products: carto 3 rmt system: model #: m-5830-01, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4); cool flow pump,u.s. Ship kit: model #: m-5491-02, serial #: (B)(4); reprocessed sound star catheter. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that while performing a left idiopathic ventricular tachycardia (l-idvt) procedure, the patient's blood pressure dropped. A perforation of the right ventricle was confirmed by ice. A pericardiocentesis and cracking of the chest was performed. The patient was in critical but stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that while performing a left idiopathic ventricular tachycardia (l-idvt) procedure, the patient's blood pressure dropped. A perforation of the right ventricle was confirmed by ice. A pericardiocentesis and cracking of the chest was performed. The patient was in critical but stable condition. Upon request, the bwi field representative provided additional information on the event. After the patient's blood pressure dropped, the reprocessed sound star catheter was used to look for an effusion. Ice confirmed a growing effusion. After the initial pericardiocentesis was completed, a second pericardiocentesis was required. After the second pericardiocentesis, it was noted that they punctured the liver and the left ventricle causing more effusion. The patient was rushed to cv surgery and an emergency surgery was performed. The user did not notice any abnormal signals. The sheath used was the sl1. The patient received anticoagulation in the procedure. The act maintained during the procedure was 350. The physician's opinion regarding the causality of the perforation was that it was caused by attempting to advance the reprocessed 10 french sound star catheter into the right ventricle (rv). This catheter was stiff and was difficult to advance in the rv. A hole was found in the rv wall.